Manufacturer narrative:
H6 the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states per the complaint details, the surgeon confirmed there were no broken pieces left inside of the patient. Based on the information provided, the procedure was completed with a s+n back up device with no significant delay. Since there were no patient injuries or other complications reported, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided, this complaint would be re-assessed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use inside the patient, the tip of the wand broke. Surgeon confirmed there were no broken pieces left inside the patient. The procedure was completed with a s+n back up device. No significant delay and no patient injury or other complications were reported.